Manufacturer narrative:
Based on the provided data and information, a clear root cause could not be identified. Calibration and qc data do not point to a general reagent or instrument problem. The customer's centrifugation conditions were not as recommended by the tube supplier, so an inferior sample quality can not be excluded. The number and type of sample-related alarms also point to a sample handling problem. The instrument had several signs of dirt and contamination. The customer is responsible for the cleanliness of the analyzer.

Event description:
There was an allegation of questionable troponin t hs elecsys results from cobas e 801 analytical unit serial numberl (B)(4). Patient 1 initial result was 128 pg/ml. The repeat results from another cobas analyzer were 52.3 pg/ml and 52.8 pg/ml. Patient 2 initial result was 13.9 pg/ml. The repeat results from another cobas analyzer were 28 pg/ml, 14.1 pg/ml, and 13.3 pg/ml. On (B)(6) 2023, patient 3 initial result was 92 pg/ml. The repeat result with the same reagent was 292 pg/ml. The repeat result with reagent lot number: 642405 was 91.1 pg/ml. On (B)(6) 2023, patient 4 initial result was 15.8 pg/ml. The repeat results were 60.4 pg/ml, 16.1 pg/ml, and 16 pg/ml. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer alarm traces did not show any indication of hardware-related issues. Pictures from the analyzer indicate dust contamination at the sample pipetting positions. The investigation is ongoing.